Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a low battery alert. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the low battery alarm, and the customer received a replace battery alert. The customer also stated that no damage to the battery cap. Troubleshooting was performed for damage, and the customer reported damage to the battery compartment and retainer ring. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
The pump passed active current test. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 22.0 received the low battery alert (104) on 09/21/2025 13:53:00 after more than 7 days at 12.33 days. Battery cycle 21.0 received the low battery alert (104) on 09/09/2025 05:51:00 after more than 7 days at 12.68 days. Battery cycle 20.0 received the low battery alert (104) on 08/27/2025 03:57:00 after more than 7 days at 12.98 days. Found moisture damage to pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, cracked battery tube threads, broken reservoir tube lip, keypad overlay texture damage, partially broken retainer, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment.¿test p-cap and reservoir locked properly into reservoir compartment during testing. Confirmed cosmetic damage located at the retainer ring. Confirmed cosmetic damage located at the battery compartment. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery charge lasting less than expected not confirmed. Unexpected battery power loss not confirmed. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board. Confirmed moisture damage to pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.